Manufacturer narrative:
Concomitant medical products: product ID :3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 18-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there was drainage at the battery implant site. It was determined to be an infection with lab tests. The battery and extension were explanted. The extension was cut below the lead extension connection and removed along with the battery. The issue was not resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3387s-40, lot# va1s2vp, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the remaining system components were explanted on (B)(6) 2019 due to infection at the distal end of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the lead was discarded after explant. No patient symptoms or further complications were anticipated.